Manufacturer narrative:
(B)(4). Batch number: m52635. Investigation summary: the analysis results showed that one ecr60d cartridge reload was returned with 2 drivers missing and 7 drivers out of position making the reload non-functional. In addition the cartridge pan was noted to be dislodged at right proximal side. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that the cartridge did not fire fully. No patient consequence reported.